Manufacturer narrative:
Continued h.6. Health effect- impact code: f2301. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "the intraocular pressure was 8-10 mmhg in the first two weeks after the operation and increased to 40 mmhg in the third week after the operation. During revision, "the water flow was very slow." Surgery was completed with second xen®45 gts device, and after that flow was returned to normal.

Event description:
Healthcare professional reported a xen®45 gts event described as "the intraocular pressure was 8-10 mmhg in the first two weeks after the operation and increased to 40 mmhg in the third week after the operation. During revision, "the water flow was very slow." Surgery was completed with second xen®45 gts device, and after that flow was returned to normal. Device has been explanted and discarded.